Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine pen needle broke off inside the consumers skin during use. The following information was provided by the initial reporter: material no. (B)(4) batch no. 6244584. It was reported that needle broke off inside consumers skin. Could not locate needle. Verbatim: issue-consumer reported needle broke off inside his skin, he looked on the floor and touched the skin and pen to feel the needle, he could not find it. He did not seek medical attention, but planning on it since incident occur on it was saturday. Sample-available. He uses the purple pen needle he confirmed it is 5mm. Consumer uses new needle for his injection. He rotates the injection site. He visually tests the needle to see if it is straight on non patient end. Offered to send the voucher.

Event description:
It was reported that bd ultra fine¿ pen needle broke off inside the consumers skin during use. The following information was provided by the initial reporter: material no. 320119 batch no. 6244584 it was reported that needle broke off inside consumers skin. Could not locate needle. Verbatim: issue-consumer reported needle broke off inside his skin, he looked on the floor and touched the skin and pen to feel the needle, he could not find it. He did not seek medical attention, but planning on it since incident occur on it was saturday. Sample-available. He uses the purple pen needle he confirmed it is 5mm. Consumer uses new needle for his injection. He rotates the injection site. He visually tests the needle to see if it is straight on non patient end. Offered to send the voucher.

Manufacturer narrative:
Investigation summary: customer returned one (1) loose bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle broke off inside his skin. The returned pen needle was examined, and it was observed that the patient end (pe) cannula was broken, and the hub was damaged. The damage to the hub suggests that a shielding issue may have caused the pe cannula to bend and subsequently damage the hub. Removing the shield or re-straightening this bent pe cannula could then cause the pe cannula to break. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken pe cannula). Root cause of this defect is misalignment of the shield to the hub at the shielding station. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needle broke off inside the consumers skin during use. The following information was provided by the initial reporter: material no. 320119 batch no. 6244584 it was reported that needle broke off inside consumers skin. Could not locate needle. Verbatim: issue-consumer reported needle broke off inside his skin, he looked on the floor and touched the skin and pen to feel the needle, he could not find it. He did not seek medical attention, but planning on it since incident occur on it was saturday. Sample-available. He uses the purple pen needle he confirmed it is 5mm. Consumer uses new needle for his injection. He rotates the injection site. He visually tests the needle to see if it is straight on non patient end. Offered to send the voucher.